Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted the system controller did not emit an audible alarm during a self-test. The controller was changed out.

Manufacturer narrative:
This event was determined to be a supplemental to the information that was reported under MFR # 2916596-2024-03301. All investigational findings will be reported under MFR # 2916596-2024-03301.